Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis for the desktop charger ((B)(4)) revealed that their connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger was not charging, the metal piece broke off and was stuck in the recharger. The stated he called on thursday and received a belt which was incorrect and patient was in pain because she needed to charge her implant. They stated this was not the first the metal piece broke and would like to know if they could get or buy an extra desktop charger cord. They reviewed they cannot sent out two dtcs and cannot sell just dtc cord. No out of box failure was reported. No further allegations/complications were reported.